Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was being relocated and the extensions were being replaced. The ins was depleted and the patient wanted their battery moved to their back. The extension was cut and the lead was unusable as it was a flat lead. There were no patient symptoms reported. The patient had two new leads implanted with a new ins. They were getting excellent coverage and relief post-replacement.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown, implanted: 1988 (B)(6); product type extension product ID neu_unknown_ext, serial# unknown, implanted: 1988 (B)(6); product type extension product ID neu_unknown_lead, serial# unknown, implanted: 1988 (B)(6); product type lead product ID neu_unknown_lead, serial# unknown, implanted: 1988 (B)(6); product type lead. (B)(4).